Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). The iesu was placed on an in-house system and was run in normal mode. The error c-34 was triggered on startup for the system.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure the customer was having an error c-34 on the erbe generator. The technical support engineer (tse) verified multiple c-34 errors in the logs. Prior to calling, the customer and staff tried new energy cables, grounding pad, and both sets of ports on the erbe generator, but the error persisted. The tse walked the customer through a hard power cycle of the erbe generator, but error came back on power up. Customer to move to a force triad generator and may call back if assistance is needed. The procedure was completed as planned with no patient harm.